Event description:
It was reported that the right ventricular lead had high impedance. The lead was cut during an attempt to explant. A lead revision was required. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation conductor was distorted, the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.